Manufacturer narrative:
During the eval of the device at the MFR's service center, the technician determined that readings were available on the screen. The device was found to have the screen saver set to the on position when activated the device displayed a blank screen with just the pressure indicator visible. The device was tested and the sensor board and the active exhalation control module were replaced for unrelated issues.

Event description:
A ventilator was returned to the MFR alleging the unit did not display the "values" on the screen. There was no harm or injury reported.